Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that when a rist catheter was removed from the hoop, damage was observed in the area about 3 cm from the catheter tip. Only a small portion of the blade was slightly damaged and turned white, so it was changed to another catheter for safety. The event was not associated with a patient. Additional information received reported the catheter was fractured and kinked. No preparation was done before the damage was found. There was no damage or evidence of tampering to the device packaging. Damage to the tip was confirmed before the wetting.